Event description:
The user facility reported that following impella cp implant, the staff was unable to find distal pulse on the impella side. It was noted that both extremities became cool to the touch coinciding with some discoloration. Plans were made to initiate heparin and to place a perfusion catheter to address the condition. The attempt to place a perfusion cannula ultimately failed, however, blood flow to the impella leg was later confirmed via ultrasound. After three days of support, the pump was explanted. Following explant, a hematoma developed at the access site. Manual pressure, one perclose, angioseal, and femostop were utilized to achieve hemostasis. The following day, the patient showed right sided hemiparesis and global aphasia. A CT finding discovered a prior occipital infarct of unknown timing. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿